Manufacturer narrative:
Adiitional information: product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to fracture on (B)(6) 2016. During the surgery, a set screw was found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. Product came in contact with the patient. No patient complications were reported.